Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire was broken. Investigation was carried out to confirm the broken portions. The distal side of the broken portion was smooth. The proximal side of the broken portion was scorched and melt. The coated portion of the cutting wire was torn. The fallen part of the cutting wire was sent to us. Investigation was carried out to confirm the broken portions. One side of the broken portion was smooth. Another side of the broken portion was scorched and melt. The length of the fallen cutting wire was 17.0 mm. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The full length of the cutting wire and the coated portion was measured. The distal side of the coated portion was missing approximately 5.0-9.0 mm. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Length of cutting wire. Length of coated portion. Operation of cutting wire. Based on the confirmation result and the investigation results in the past, a likely cause of the cutting wire breakage and falling might be the following. The cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised. The output was activated in state of ¿1¿ description, and the cutting wire became hot instantly. This caused the cutting wire to break. The cutting wire was broken and fell off due to contact the metal part of the forceps elevator when extracting the device from the endoscope. The coated portion was missing since the cutting wire with the coated portion might have fell off. It has been confirmed that the tear of the coated portion of the cutting wire could duplicate by the following mechanism. The forceps elevator of the endoscope was raised. When the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope come into contact. In state of description ¿2¿, the cutting wire was moved back and forth. This caused the coated portion of the cutting wire to tear. The slider was pushed more than needed. This caused the cutting wire to deflect. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during an endoscopic sphincterotomy using the subject device, the cutting wire was broken off on activation. There were two cutting points, one at the tip of the wire knife and the other at the hand side. The fragment fell into the patient and retrieved. The intended procedure was completed with same device. There was no patient injury reported. The subject device was returned to omsc for evaluation. Omsc found that the coated portion of the cutting wire was torn and the coated portion was missing.